Manufacturer narrative:
Findings: broken/damaged belt clip slot noted. Cracked case at lcd window corners noted. Cracked lcd window noted. Cracked reservoir tube lip noted. Minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window.(B)(4)

Event description:
It was reported that the customer had high blood glucose levels of about 150 mg/dl. The customer reported that the insulin pump had a crack on the screen. The customer also reported that the insulin pump had a crack on the corner of the screen. It was also reported that there was a crack on the reservoir compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.